Event description:
In 2004, patient underwent gastric bypass procedure with implantation of device as a staple line buttress. Patient underwent a surgical revision on an unknown date for unknown reasons. Following the revision procedure patient presented with gastric leak which had eroded to a gastrocutaneous fistula. No reply from surgeon. Unable to confirm whether device was at leak site. Course of action and patient status unknown.